Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Patient reported "no complaint against the device". Patient later reported left side "capsular contracture baker grade unknown" and "sagging along the upper lip due to previous operations and tissue relaxation". Healthcare professional reported "pain and deformity", "totally ruptured" and "silicone gel touch the patient". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; h6.

Event description:
Healthcare professional confirmed rupture did not occur on the left side.